Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident. The customer treated for low blood glucose with carbs. The customer was declined to troubleshoot for low blood glucose level. The customer reported that they performed self test to determine if it was the cause of communication and pairing failure. The customer was reported that the test was clear. The insulin pump will not be returned for analysis.